Manufacturer narrative:
The device was not returned to cardinal health for evaluation and the lot number was unknown. Infections resulting from invasive procedures are a well known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, however, at this time it is not possible to draw a clinical conclusion between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a lot history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time. Based on the information provided, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
This is a report of a patient that experienced an abscess at the access site following a mynx procedure. No prophylactic antibiotics were given prior to the procedure. The procedure was performed under local anesthesia in an outpatient setting. Following vascular closure with the mynx device, the site "looked good" and there was no bleeding, bruising or pain to the area. The patient kept the access site clean using dial soap while wearing gloves to clean the area 3 times a day and re-applying a dry band-aid every day. The patient kept the area dry and did not take any baths. After showering, the patient would gently pat-dry the site with a clean towel, then let the site air-dry before covering with a band-aid. The patient avoided wearing tight fitting clothing that may have irritated the access site. Later, the access site became a little sore and a marble sized knot was noticed. 3 weeks after the procedure, the knot became red and was hot to touch. At that time, the knot was still sore and had what was described as a "white pimple the size of a pea," which burst and had white and green puss coming out and was leaking; however, the access site became less sore and was no longer red. 2 days later, the patient began running a fever and followed-up with the treating physician. The patient was diagnosed with an abscess at that time and sent to the emergency room (ER) to have the abscess lanced. Although a culture was not performed, the patient was discharged home 4 hours later with oral sulfamethoxazole trimethoprim 800/160 mg, 2 pills a day for 7 days. Two days later, the patient was admitted to the hospital for dehydration unrelated to the abscess or mynx procedure. While hospitalized, the access site was continuously checked, squeezed and cleaned. The fever and knot at the access site resolved and the site was no longer sore. Additional information was requested, but is not available at this time.